Manufacturer narrative:
The device was returned to zoll medical; the malfunction was observed and the front panel membrane and flex cable were replaced. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device did not respond to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.